Event description:
On 19/09/2024, a smarttouch programmer with 3.16 smartview version installed had a screen freeze several times during a follow-up and during the export of files for technical analysis.

Manufacturer narrative:
The reported event cannot be confirmed. Analysis of the log coming from the product on the event day does not provide evidence of a freeze of the tablet during follow-up or during the export of the files for technical analysis; similar operations have been performed on the returned tablet to reproduce the reported behavior, unsuccessfully. The event is recorded for trending purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2024, a smarttouch programmer with 3.16 smartview version installed had a screen freeze several times during a follow-up and during the export of files for technical analysis.